Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. D4: batch # a98x7x. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device determined that it was received with one jaw broken at the bifurcation point. Additionally, one (1) malformed clip was returned separately in a petri dish. Due to the damaged condition of the device, functional testing could not be performed to further evaluate the reported event. The device was subsequently disassembled, during which evidence of corrosion was observed throughout the fracture area. No remaining clips zero (0) were identified within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Device history review: a manufacturing record evaluation was performed for the finished device batch a98x7x number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how did device not work? Did device jammed (not fire clips)?=>no did device not feed clips?=>no did device drop or eject clips?=>unk did device sideways feed clips?=>no did device fire malformed clips?=>unk. Did device fire scissored clips? If other please specify =>unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, it was confirmed that the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.